Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind,basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. No motor error alarm noted. Motor passed motor test. Device passed the delivery accuracy test at 0.0876 inches. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer blood glucose level was 400 mg/dl. Customer was treated with insulin pump for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was alleging that insulin pump under delivering. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.